Manufacturer narrative:
(B)(4). Per the customer the lot number was unknown, therefore no batch review could be performed. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to damaged issue. The results of a sample evaluation revealed that the light blue main body was cracked/broken and melted. A batch review was not performed due to unknown lot number. This complaint for a damaged was confirmed in the lab. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted baxter to report that the blue twist clamp on a transfer set was found to be shattered when the patient presented at the dialysis facility that day. During a follow up with the nurse, it was revealed that the home patient (hp) was in training still, and had not begun peritoneal dialysis (pd) therapy yet. The hp used the transfer set for mock treatments. The nurse stated that the hp brought the transfer set to clinic, and seemed like it was smashed-up, and the nurse did know how that happened. The nurse stated that only about one third of the light blue portion was left. Per nurse, the hp reportedly did not know how it happened either. The nurse stated that the transfer set had been in use since (B)(6) 2010, and there were no connection difficulties experienced. The nurse added that the transfer set was taped on the hp; however, the dressing had not been changed for about a week. The nurse confirmed that there were no leakages observed. Per nurse, hp is doing fine. No further information was provided. The nurse.